Manufacturer narrative:
It was reported that a syringe component broke and that a physician was injured. During follow up, the reporting facility indicated that a slight procedure delay occurred to obtain a new syringe. Reportedly, the physician's "abrasion is healing" and no serious injury or medical intervention was indicated. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and a syringe with a broken flange on one side was observed. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component broke and that a physician was injured.